Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vein. A sv x 5.5-4x4tx90 symmetry balloon catheter was advanced for dilatation. However, when the devices but it was unable to remove. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: this symmetry device is recommended for use with a 0.018 (0.457mm) guidewire. The guidewire was returned trapped inside the symmetry device. During product analysis the investigator was unable to remove the guidewire from the device. The outer diameter of the guidewire was measured and was within recommended specifications. A visual and tactile examination found the shaft of the device to be stretched at its distal end. This type of damage is consistent with excessive tensile force being applied to the delivery system. The shaft appeared to be stretched down onto the wire. The outer diameter of the shaft was measured. The device and guidewire were immersed in a water bath at 37 degrees celsius in an attempt to dissolve any inflation media or blood which may be sticking the guidewire inside the wire lumen, however the wire could not be removed. As a result, the shaft was dissected at various locations in an attempt to locate the restriction site. The restriction was consistent with entire sections of the catheter shaft being stretched down onto the wire. No focal point of the initial restriction could be identified. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. An examination of the balloon material identified no damage or tears. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a vein. A sv x 5.5-4x4tx90 symmetry balloon catheter was advanced for dilatation. However, when the devices but it was unable to remove. The procedure was completed with this device. No patient complications were reported.